Event description:
It was reported that a malfunction alarm occurred. Subsequently, customer confirmed that they were able to clear the malfunction alarm and continued using the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer addressed their bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.